Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge suddenly depleted. Tandem technical support reviewed pump data and was unable to verify the reported issue. There was no reported impact to customer's blood glucose level.